Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink minivolume extension set was leaking at the base of the filter. This occurred during infusion of total parenteral nutrition (tpn). The issue was found when a ¿small dry puddle of fluid¿ was noted on the patient¿s bed. Upon further inspection, dry crystalized micro-drops of fluid were noted below the air filter. No air was noted in the tubing. The reporter further stated that no fresh fluid was noted on the clinician¿s gloves during inspection. The clinician cleaned the outside of the set. An unspecified amount of time later, upon moving the patient, fluid was noted on the clinician¿s gloves. The bag of tpn and the set were replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.